Manufacturer narrative:
Summary of evaluation:the results of the evaluation suggest that this event is not device related but rather is associatead with intra-operative difficulties.

Event description:
The insert would not snap into the baseplate. Another insert was made available and was implanted in the pt.